Manufacturer narrative:
Date sent to FDA: 4/24/2019 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2018 through january 31, 2019 supplemental 01 - attachment: [02-28-2019 pah supplemental 01.zip]

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2018 through january 31, 2019.

Manufacturer narrative:
On 02/28/2019 ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2018 through january 31, 2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. E2013037. Reporting period december 1, 2018 through january 31, 2019. (B)(4). Total number of events ¿ 22. Tension free vaginal tape ¿ secur - 22.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and the mesh was implanted. It was reported that the patient experienced pain and erosion and underwent a revision surgery. No additional information is available.